Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 03/31/2014 device evaluation.the device has been returned to animas and evaluated on 03/06/2014 with the following findings: the pump vibrated at startup and during testing. All auditory alarm settings were set to high but the pump emitted no sound during testing. The height of the piezo contact pins inside the pump were adjusted and audio tones returned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump was not emitting audio tones or vibrating properly to alert them. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.